Manufacturer narrative:
The customer's cobas® liat® system was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)

Manufacturer narrative:
The customer alleged a potential false positive for sars-cov-2, flu a and flu b on a liat. The same patient sample was retested on both the same instrument, (B)(4), and another liat instrument, (B)(4), which both generated negative results. Additional samples were identified to be potential false positive results based on the review of the provided data. An investigation to evaluate the customer allegation is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged a potential false positive for sars-cov-2, flu a and flu b for a single patient on the cobas liat sars-cov-2 and influenza a/b test (lot 00618z). The same patient sample was retested on both the same instrument, (B)(4), and another liat instrument, (B)(4), which both generated negative results for sars-cov-2, flu a and flu b. A review of the data revealed 6 additional, potential false positive samples; these samples showed similar baseline anomalies as the original sample alleged by the customer. Accordingly, 7 mdrs will be filed, one for each released result. The sample was collected using a utm tube with a red top and stored in a fridge at 2-8c. No additional information regarding sample collection or preparation is currently available. An investigation to evaluate the customer issue is ongoing.